Event description:
Exposed to chemical fumes emitted from equipment that malfunctioned in a darkroom in the radiology dept. Symptoms included nausea, headache and sore throat. Equipment removed from hosp. Odor dissipated. Sulfur gas emitted. Air tested for h2s, results negative. Employee became a pt seen in ER, treated and released.